Event description:
During use of the device for a cardiopulmonary bypass procedure, the local display of one of the heart lung console pumps went partially blank. The essential pumping functions of the device were not affected by the event. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.